Manufacturer narrative:
Upon product analysis was completed the high threshold and failure-to-capture allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and x-ray inspection that showed no conductor abnormalities. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and loss of capture even after reposition attempts. Physician decided to implant a new lead. Device was returned and analyzed. No additional adverse patient effects were reported.